Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 7 units. Reportedly, the cartridge was filled with around 100 units of cold insulin. There was no reported adverse impact customer¿s blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support and declined a follow up call.